Manufacturer narrative:
Product analysis: analysis confirmed customer comment that upper and lower case were broken. The output connector assembly was broken. Hanger assembly was broken. Tube sleeve was missing. Two plugs were missing. Display wire was pinched, wire insulation was exposed. Five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.